Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 type of investigation.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The patient presented with suture dehiscence and infection. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: investigation findings: c22 - photo review. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Medical prescriptions for infection management; they will undergo further surgery for closure soon. Patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Infection - inflammation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Did the suture untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days). Please describe how the dehiscence was managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show multiple scarring of patients who had complications. The image is not clear to determine the failure mode. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.